Event description:
Complainant alleged that the medics were attempting to monitor an 81 year old male patient suffering from chest pains, but while monitoring the patient, the device screen blanked out. The medics were able to ascertain the patient's ECG rhythm through the device recorder. While transporting the patient to the hospital, the device screen became functional. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction. Please reference attached medwatch report #1220908-1999-00356, which documents another event that occurred with the same device on the same day, but with a different patient.